Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this lead had noise and impedance ranges were erratic. Initially it was believed there was a set screw issue, however after testing that was ruled out. The lead was connected to a new device and still had high impedances. Upon inspection of the lead after implant, it was noted that about 20 cm down, there was a portion of the lead that looked crushed and had a slinky look to it. It was also very tight passing the lead through or near the clavicle area.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 18.5 cm distal to the is1 connector pin the lead body was found squeezed and deformed. In this region the outer coil was found fractured. This damage can be considered as the root cause of noise and high impedances, as reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.